Manufacturer narrative:
(B)(4). The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
A report was received from an eye care professional (ecp) on (B)(6) 2014, stating that a patient experienced several eye infections in 2011. The patient has a 2mm central corneal scar and opacity in the left eye; thinning and irregularity of the cornea, and decreased visual acuity. The ecp reported a change from 1.2 to 0.8 in the consumer's visual acuity. The optician reported that the patient wore the lenses for thirty consecutive days and nights, without ever removing them for cleaning. The patient was advised that his eyes were sensitive and to remove the lenses during the prescribed wear schedule, but the patient did not adhere. The patient was treated with unspecified antibiotics; the duration if treatment is unknown. The patient has resumed lens wear with another manufacturer's product.